Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that when the device battery gets close to indicating elective replacement (eri), the capture management algorithm increases the outputs leading to eri sooner than expected. It was also noted that the capture management algorithm was measuring the same threshold as in-clinic testing measured, yet this increase in voltage was still occurring. The device was explanted and replaced. No patient complications have been reported as a result of this event.